Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "door broken". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the customer reported problem of "broken door" was confirmed and reproduced. Service determined that the cause was due to a broken door and a missing door latch. Should additional information become available, a follow-up medwatch will be submitted.